Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer's blood glucose level was unknown. The customer reported that they were unable to restart the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 54 or pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error 54 alarm and pump error 4 alarm due to a software error.